Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a nephrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, approximately 5 cm of the distal tip of the guidewire was detached inside the patient, exposing the corewire. The detached tip was not retrieved and remained in the patient's right kidney parenchyma. Also, it was reported that a metallic access needle was used with the guidewire. The procedure was completed with this device. The patient condition at the conclusion of the procedure was reported to be stable. Additional intervention is being planned for removal of the detached tip about one month post procedure. Directions for use state: do not manipulate, advance and/or withdraw the sensor guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the sensor guidewire. Extreme caution should be observed when used with a one-wall puncture style needle.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.